Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The device was returned and manufacturer could not confirm particles in air path. Tobacco contamination in the blower box, blower, top enclosure and pca was observed during device evaluation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged dizziness. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. An external visual inspection of the device was completed by the manufacturer and found no contamination. An internal visual inspection was completed by the manufacturer and found tobacco contamination in the blower box, blower, top enclosure and pca was observed during device evaluation. The device's downloaded logs were reviewed by the manufacturer. There was 1 error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degredation and unit scrapped due to tobacco contamination. Section h6 updated in this report.